Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault without rotation, the lens was explanted. On the same day in a separate surgery the lens was replaced with a longer length lens. The problem was resolved. The reporter did not provide a cause of the event.

Manufacturer narrative:
D9 is this device available for evaluation? (·) yes, [x] returned to manufacturer: 17-jun-2025 corrected to 17-jul-2025. Claim # (B)(4).

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault without rotation, the lens was repositioned. This did not resolve the problem. The lens was explanted. In a separate surgery, the lens was replaced with a longer length lens. The problem was resolved. Cause is unknown. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a vial on liquid with residue/debris on the lens. Visual inspection found no visible damage to the lens but foreign materials on the lens surface, specifically debris on the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).